Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: customer reports that the balloon did not dilate. Used another device without further consequence. No pt injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage, or bleeding. No extension to surgical time required. The device is being returned for eval.